Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 38 mg/dl. The customer experienced disorientation, illness, vomiting, and diarrhea. The patient drank a glucose drink and three sodas. The patient's blood glucose increased to 46 mg/dl, then 55 mg/dl, and finally 113 mg/dl. The patient also ate food. Troubleshooting was initiated for the low blood glucose. The insulin pump settings were mostly correct except for the basal settings. The customer's insulin pump delivered too much insulin since his basal rates doubled at 6:00pm. The insulin pump was not returned for analysis.